Manufacturer narrative:
The device was returned, however, the analysis has not been completed yet. Information references the main component of the system. Other relevant device(s) are: product ID evolutr-29-us, serial (B)(4) use by date 2018-08-16. Product ID enveor-us lot 0008354283 use by date (B)(6) 2017. Product ID enveor-us lot 0008664938 use by date 2018-06-06.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed and the delivery catheter system (dcs) nose cone caught the inflow edge of the valve which dislodged the valve. A second transcatheter bioprosthetic valve was deployed but again the dcs nose cone caught the inflow edge of the valve resulting in dislodgement. Both valves were supra-annular with the second valve inside of the first valve. Attempts were made to snare both valves into a higher position. The ascending aorta was dilated and there was calcium in the arch. Both valves were explanted and a non-medtronic valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valves were returned in the same packaging with no serial number label. The valves were discolored showing evidence of blood contact and were in full expanded position. No bent struts were observed. The leaflets of both valves were slightly stiff but flexible. All leaflets had a slight twisted appearance. All commissures were intact. After the valves were submerged in warm water, there were changes in the frames and leaflets. If information is provided in the future, a supplemental report will be issued.